Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), pain ("increasingly severe pain"), tooth disorder ("excessive dental problems / dental issue"), alopecia ("excessive hair loss"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), weight increased ("weight gain"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), migraine ("severe migraine"), dysgeusia ("metallic taste in mouth") and menstruation irregular ("irregular cycle"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, discomfort, pain, tooth disorder, alopecia, menorrhagia, back pain, abdominal pain, abdominal distension, dyspareunia, weight increased, fatigue, arthralgia, migraine, dysgeusia and menstruation irregular had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, discomfort, dysgeusia, dyspareunia, fatigue, menorrhagia, menstruation irregular, migraine, pain, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physician but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: advised that her coils were properly placed. Most recent follow-up information incorporated above includes: on 21-aug-2018: pfs received - new event "weight gain, chronic fatigue, severe migraine, metallic taste in mouth, irregular menstrual cycle" were added. Surgical treatment was added. Events outcome were added as recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), pain ("increasingly severe pain"), tooth disorder ("excessive dental problems / dental issue"), alopecia ("excessive hair loss"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), migraine ("severe migraine"), dysgeusia ("metallic taste in mouth"), menstruation irregular ("irregular cycle") and urinary incontinence ("trouble to holding bladder") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, discomfort, pain, tooth disorder, alopecia, menorrhagia, back pain, abdominal pain, abdominal distension, dyspareunia, weight increased, fatigue, arthralgia, migraine, dysgeusia and menstruation irregular had resolved and the urinary incontinence outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, discomfort, dysgeusia, dyspareunia, fatigue, menorrhagia, menstruation irregular, migraine, pain, pelvic pain, tooth disorder, urinary incontinence and weight increased to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physician but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: advised that her coils were properly placed. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media; trouble to holding bladder. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received event " trouble to holding bladder" was added. Reporter information was added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), pain ("increasingly severe pain"), tooth disorder ("excessive dental problems / dental issue"), alopecia ("excessive hair loss"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), migraine ("severe migraine"), dysgeusia ("metallic taste in mouth"), menstruation irregular ("irregular cycle") and urinary incontinence ("trouble to holding bladder") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, discomfort, pain, tooth disorder, alopecia, menorrhagia, back pain, abdominal pain, abdominal distension, dyspareunia, weight increased, fatigue, arthralgia, migraine, dysgeusia and menstruation irregular had resolved and the urinary incontinence outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, discomfort, dysgeusia, dyspareunia, fatigue, menorrhagia, menstruation irregular, migraine, pain, pelvic pain, tooth disorder, urinary incontinence and weight increased to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physician but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: advised that her coils were properly placed. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media; trouble to holding bladder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: extension of expected date of next report. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), pain ("increasingly severe pain"), tooth disorder ("excessive dental problems / dental issue"), alopecia ("excessive hair loss"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), migraine ("severe migraine"), dysgeusia ("metallic taste in mouth"), menstruation irregular ("irregular cycle") and urinary incontinence ("trouble to holding bladder") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, discomfort, pain, tooth disorder, alopecia, menorrhagia, back pain, abdominal pain, abdominal distension, dyspareunia, weight increased, fatigue, arthralgia, migraine, dysgeusia and menstruation irregular had resolved and the urinary incontinence outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, discomfort, dysgeusia, dyspareunia, fatigue, menorrhagia, menstruation irregular, migraine, pain, pelvic pain, tooth disorder, urinary incontinence and weight increased to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physician but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: advised that her coils were properly placed. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media; trouble to holding bladder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), pain ("increasingly severe pain"), tooth disorder ("excessive dental problems"), alopecia ("excessive hair loss"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating") and dyspareunia ("pain during intercourse"). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, discomfort, pain, tooth disorder, alopecia, menorrhagia, back pain, abdominal pain, abdominal distension and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, discomfort, dyspareunia, menorrhagia, pain, pelvic pain and tooth disorder to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physician but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: advised that her coils were properly placed company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.